Manufacturer narrative:
(B)(4). The ventricular catheter passed the patency check. There were scratches and nicks on the side wall of the snap base. It is unk how or when these damages occurred. A review of the mfg records was not possible as no lot number was provided. It was reported that the physician typically uses occipital placement of the shunt. The instructions for use that accompany the product warn that "snap shunt-type products may disconnect at the plastic snap junction if they are: damaged prior to connection; connected, disconnected and reconnected; or not completely connected during implant. Occipital placement has been associated with a low rate (<0.3%) of shunt component disconnections. The surgeon should evaluate this potential risk in determining the appropriate implant placement location. Disconnection at the plastic snap junction may result in over - or underdrainage, and will necessitate surgical revision to replace the plastic snap components."

Event description:
It was reported that the snap shunt was explanted because it un-snapped. The shunt had been in an occipital placement.